Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that there was no patient contact.

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the plunger passed under the implant, which then remained stuck in the cartridge and hence there was no way in recovering the implant without damaging it. The surgery was completed on the same day with the back up lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).